Manufacturer narrative:
Coding update. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the patient did not call them with the concerns and they were unknown about the issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that last week they had problems with bowel movement and urinating. The patient said they have had it on 1 for the last month and just moved it to 1.5. The patient also said the valve of it used to be solid and when they try to urinate it won't let them and they have to go through a bowel movement. The patient reported these symptoms started last week. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient reported experiencing changes in bowel movements and urination. The patient stated that their bowel movements were now softer and more frequent, and for their bladder, they were having more accidents than before. When asked if they were feeling the stimulation, the patient said that sometimes in the morning they fe el a little bit of jolting. The patient mentioned that a couple of weeks ago, they increased the stimulation to 2.0, which worked well for about a week, resulting in 50% or more improvement in symptoms and reduced frequency of urination.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.